Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a fractured anchor still attached to the distal tip of the device. A visual review of the returned product found the device was not returned in its original packaging. The fractured anchor is attached to the distal end if the device. There is debris in the threads. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the twinfix anchor was fractured. It is unknown if a backup device was available and how the issue was resolved. A significant delay was reported. No patient injury or other complications were reported.